Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined assistance regarding the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin subsequently causing an out of insulin alarm event though the customer alleged insulin was present in the cartridge. Reportedly, a new cartridge was filled and loaded successfully resume insulin therapy. Customer's blood glucose was 345 mg/dl.